Event description:
Procedure: urogynecological. According to the reporter: it was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, disability and impairment. Product was used for therapeutic treatment. Avaulta posterior biosynthetic support system, uretex to were reported to be used/implanted during this procedure. It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, disability and impairment. Associated mdrs: 1018233-2012-02046 and 1018233-2012-02045.

Manufacturer narrative:
(B)(4). Additional information from the importer report: (B)(4) 2012, avaulata anterior biosynthetic support system, catalog #: 486010, (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.